Manufacturer narrative:
A lead revision has been scheduled to reposition the lead. No additional information is available. Once the revision has been performed, this report will be updated.

Manufacturer narrative:
At this time, no further information has been reported and it is unknown if the lead was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a post-implantation follow up, it was noted that this right ventricular (rv) lead presented with high pacing thresholds resulting in intermittent capture, and a decrease in amplitudes. A chest x-ray was taken and it appears that the lead microdislodged. No adverse patient effects were reported.